Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary the product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that x15 driver final tightener had stripped and unable to assemble. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the x15 driver final tightener would contribute to the complained device issue. Based on the investigation findings, potential cause attributed to end of life identified and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities., the surgeon attempted final tightening but noticed that the screwdriver did not want to insert into the head of the screw. He simply asked another driver and the problem was resolved, no delay, no impact to the patient. The driver has stripped threads to its distal tip hence why they were experiencing issues. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the tip was heavily stripped. No other problem identified. The observed condition was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed due to post manufacturing damage. A functional evaluation was not performed due to post manufacturing damage. However, due to the observed stripped condition of the device, it is not unreasonable to conclude the device would present assembly issues. The overall complaint was confirmed as the observed condition of the x15 driver final tightener would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: a dimensional inspection was not performed due to post manufacturing damage. Device history a review of the receiving inspection (ri) for x15 driver final tightener, was conducted identifying that lot number nn149180 was released in one batch. Batch1: lot qty of (B)(4) units were released on may 1, 2019, with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the receiving inspection (ri) for x15 driver final tightener was conducted identifying that lot number nn149180 was released in one batch. Batch1: lot qty of (B)(4) units were released on 01may2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon attempted final tightening, but noticed that the screwdriver did not want to insert into the head of the screw. He simply asked another driver and the problem was resolved, no delay, no impact to the patient. The driver has stripped threads to its distal tip hence why they were experiencing issues. No surgical delay. Procedure was completed successfully. Driver was replaced.